Manufacturer narrative:
Additional narrative: this device used for treatment and not diagnosis. (B)(6). Manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported: leakage but no perforation of the joint. Surgeon cannot explain the leakage into the joint. Products involved: trauma needle kit, locking screw, 135 degree proximal femora nail antirotation, (pfna) and a pfna blade. This complaint is on the locking screw. This is 2 of 4 reports for complaint (B)(4).